Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that she experienced 2 bent cannulas a few weeks ago. Reportedly, her blood glucose level was 580-590 mg/dl which she tried to treat with a bolus through the pump. Moreover, she was at work and did not know she had a bent cannula, so she went to the hospital as she did not have replacement supplies or manual injections with her and she works more than 80 miles away from home. Reportedly, she had moderated ketones and experienced diabetic ketoacidosis. Subsequently, on (B)(6) 2019, she was admitted to the hospital due to diabetic ketoacidosis. During hospitalization, she received insulin drip which resolved the issue. On (B)(6) 2019, she was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.